Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The transseptal puncture was successfully completed and then the physician inserted the was. The physician positioned the was in the laa of the patient. While preparing an angiogram injection prior to inserting the wds, the patient became hypotensive and was experiencing st segment elevation. The anesthesia physician treated the patient to support the blood pressure and the patients' vitals were monitored. Transesophageal echocardiogram (tee) imaging showed no pericardial effusion or any other complications. Within a few minutes, the patients' EKG returned to normal and the procedure was continued. The physician successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred as a result of this event. The patient made a full recovery and has been discharged from the hospital.